Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the he was unable to remove the battery cap from the insulin pump. Customer stated that the battery cap broke in his hand when trying to remove it. Customer also reported that the buttons on the insulin pump are not responding properly; he has to press the buttons a few times to get them to work. Blood glucose value is unknown. Nothing further reported.